Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 us experienced insufficient cannula length on the patient end. The following information was provided by the initial reporter: consumer reported needles hurt when injecting. Feels the 2nd gen product has a different needle than nano ultra fine. Consumer taking 50 uts of lantus 2xs a day for 10 years. Denied reuse consumer reported the metal part not the plastic part is shorter and thicker feels this is making injections more painful lot #: 9338806 & unknown. Catalog#: 320550. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 us experienced insufficient cannula length on the patient end. The following information was provided by the initial reporter: consumer reported needles hurt when injecting. Feels the 2nd gen product has a different needle than nano ultra fine. Consumer taking 50 uts of lantus 2xs a day for 10 years. Denied reuse consumer reported the metal part not the plastic part is shorter and thicker feels this is making injections more painful lot #: 9338806 & unknown, catalog#: 320550, date of event: unknown.